Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a safestep was returned for evaluation. The packaging needle guard was still attached and the safety mechanism not activated. No use residue was noted on the device. A red box was annotated onto the photograph around the y-site portion of the device. No indication of a leak could be discerned from the photograph and functional testing could not be conducted without receipt of the physical sample. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a crack and leakage. The hospital window staff stated that liquid leakage occurred during use, but they were unsure of the exact location. The patient was not injured. The procedure was subsequently performed using a new needle. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.